Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.